Manufacturer narrative:
Manufacturer's investigation conclusion: the reported damage to the white power cable was not confirmed. The heartmate ii system controller was not returned for analysis. Log files were submitted for review spanning approximately 53 days (01jan2000, 15jan2021, 04jun2021 - 26jul2021, per timestamps) and 12 days (28jul2021 to 09aug2021 per timestamps). Events occurring on 01jan2000 are from when the system clock was not set, and the driveline was not connected. Events occurring on 15jan2021 are from when the driveline was no connected. These log files were determined to be from another system controller and were not related to the controller addressed under this investigation. Additional information indicated that there were no available images of the damage to the system controller, that the serial number of the controller was unavailable, and that the controller would not be returning. The root cause of the reported event was unable to be determined in this analysis. The device history records were unable to be reviewed due to the serial number of the controller being unavailable. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate ii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer reference number: (B)(4).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2021 the patient's system controller was exchanged in clinic due to external damage to the white power cord.